Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported the loss of stimulation. They went to see the doctor and was told that they were not to go as high of 8, so it made the battery go dead faster and had to reprogram. They had an x-ray done to make sure everything was in place but had to replace the battery in a couple of weeks. They had returned of symptoms but not as bad as before they got it put in and were going back to the doctor on (B)(6).

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
A patient reported they increased stimulation to 8.5v and still could not feel stimulation. The patient said that something was wrong with the programmer batteries because they kept going dead. The patient then clarified that the patient programmer would turn on and connect successfully but then they had to keep replacing the batteries because the stimulation would not go up past 8.5. The patient stated that the programmer used to work perfect where they would turn the stimulation up to 3.5v and they could feel stimulation but then they would have to increase it to 5.0v to feel it. It was like that until they had to go to 8.5v and they could not feel stimulation. The programmer functionality was reviewed with the patient and confirmed that it was functioning as it should. It was reviewed the patient's maximum setting was 8.5v. Therapy was confirmed as being on. The patient also reported they were on medications that made them "off balance" so they had some balance problems, but stated they had not fallen or had any trauma they could think of. They were taken off the medications and the patient said it was terrible. The patient stated they were not getting good symptoms control, however, they were getting 50% reduction in symptoms; it just wasn't working like it used to. The patient also stated they had "gas or whatever" in the bathroom and it started to burn down there and they saw "stool from the bowels". At the time of the report, the patient did not have a managing physician. A physician list was sent and it was recommended they follow up with a healthcare provider (hcp). The implantable neurostimulator (ins) was indicated for fecal incontinence/gastrointestinal/pelvic floor.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that the patient had an x-ray weeks prior to the report, but had not yet received results. It was noted that the doctor's office had told the patient that since the device was "up to 8 that her device was probably dead."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.